Event description:
Related manufacturer reference number: 2017865-2021-36127. Related manufacturer reference number: 2017865-2021-36129. It was reported that the patient presented remotely via merlin.net. Remote transmission revealed inappropriate shock from right ventricular (rv) lead. The rv lead and the right atrial (ra) lead had been dislodged due to the patient twiddling with the implantable cardioverter defibrillator (ICD) and leads. An x-ray was performed to confirm the dislodgement. The physician elected to explant the ICD, rv lead, and ra lead. The patient condition was stable.